Event description:
During laparoscopic supracervical hysterectomy morcellator did not function properly. Blade was not visible when it should have been - did not consistently descend. Second handpiece opened - worked properly.